Event description:
During the follow up of the device involved in this report, the programmer screen was blocked and the programmer had to be rebooted. Before that, the user could see that the device had recorded some vt episodes. These episodes were not available upon device interrogation after programmer rebooting. Reportedly, no patient file was available on the programmer.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.